Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the top jaw on their expressew iii auto capture + suture passer became loose and no longer grabbing tissue. The procedure was completed with another like device with no patient harm but there was a two minute surgical delay to the case to grab another passer. The sales rep confirmed that nothing broke off the device. The device will be returning for evaluation.

Manufacturer narrative:
Depuy synthes mitek is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: the complaint device was received and evaluated. Visual inspection confirms that the upper jaw is loose. When the trigger is pulled the upper jaw doesn¿t close completely. When the upper jaw is open it can be slid from side-to-side. Visual inspection also reveals that the upper jaw is slightly bent to one side. This type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing this type of failure. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. This complaint can be confirmed. A manufacturing record evaluation was performed on 8/29/2019 for the finished device (B)(4)number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A review of the device history record device history lot a manufacturing record evaluation was performed on 8/29/2019 for the finished device (B)(4) number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.